Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in-clinic, high, out of range pacing impedance was observed. The lead was explanted and replaced. The patient was fine post procedure.